Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Customer's complaint was verified. The problem source is a pwa board and was replaced.

Event description:
Information was received that the pump alarmed with a system fault with a cadd ms3. No reported adverse effects.